Manufacturer narrative:
The insulin pump had all buttons function properly however, moisture damage was found on the keypad traces. No button error alarm was noted during testing. The device was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked pump belt clip slot. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's grandmother reported via phone call that the insulin pump alarmed button error. Blood glucose value was 508 mg/dl; treated with manual injection. No significant events leading to the alarm. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.